Manufacturer narrative:
The device involved in the reported incident was disposed of and will not be returned to the manufacturer for evaluation. The caller did not provide the lot number of the product. No further information is available. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Patient called and reported that between 12:00am and 17:55pm blood glucose ranged from 12 and 294mg/dl. She went for a walk with at 6pm and without bringing the device controller or any sugar, as her bg had been high all day, so she wasn't worried about hypoglycemia. She had adjusted the basal rate to a 50 percent level due to exercise had been giving herself extra boluses over the day to try to get the bg down. Halfway in the walk she started feeling low sugar coming. Her mother helped her to the car and drove her home, where she drank juice and glucose gel. She was not getting better. She was taken by ambulance to the hospital and the pod was removed and discarded by the paramedic at 7:30pm. She was given IV glucose and went to insulin by injection. Her bg levels returned to normal without further incidents reported.